Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Instrument broke during routine use in surgical technique. No harm to patient.

Event description:
Instrument broke during routine use in surgical technique. No harm to patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was evaluated and the reported event was confirmed. Investigation results concluded the following: the DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. An oxford tibial tray one piece impactor fractured during surgery. A fracture occurred at the posterior foot. The instrument shows signs of repeated use, such as scratches and dents on the impactor¿s body and the anterior (adjustable) foot that might have weakened the structural strength. The fracture may have been caused by over impacting the tibial tray. However, the exact cause of failure cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.